Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09-apr-2026, it was reported by an arthrex subsidiary employee via (B)(4) that once the anchor of an ar-3740sp double loaded knotless knee fibertak had been inserted and the corresponding loops tied, the anchor slipped out of the bone when the sutures were tightened. This was discovered during use with no patient harm.